Event description:
It was reported that a vns patient was experiencing unspecified local symptoms for which the patient's leads were isolated using an insulating material like teflon. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.